Event description:
27 gauge grieshaber maxgrip forceps broke while in the eye. Under use of md, one of the grasping arms of the forceps broke off and fell into the back of the eye onto the patients retina. A new set of forceps were used to retrieve the broken fragment from the eye with no visible damage occurring to the patient or their eye. The broken forceps and fragment were removed from the field and sent to the front desk to be documented.